Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Supplemental rationale. Corrected data: b5, h10 . 14 events were originally reported for this failure mode during the reporting quarter. 15 events should have been reported; 1 event was inadvertently excluded. - 15 reported events are included in this follow-up record. Product return status: 12 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 11 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 9 devices were found to be affected by a fatigued irrigation/pinch valve. 1 device was found to be affected by faulty ultrasonic circuit board. 1 device was found to be affected by faulty panel circuit board. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10 15 previously reported events are included in this follow-up record. Product return status: 15 devices were received. Event confirmation status: 14 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 12 devices were found to be affected by a fatigued irrigation/pinch valve. 1 device was found to be affected by faulty ultrasonic circuit board. 1 device was found to be affected by faulty panel circuit board. 1 device had no problem found.

Event description:
This report summarizes noe 15 noe malfunction events in which the device experienced an irrigation issue that could lead to overheating. 13 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter.   Product return status: 4 devices were received. 10 device investigation types have not yet been determined.   Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices were found to be affected by a fatigued irrigation/pinch valve.   Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 12 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.